Manufacturer narrative:
The investigation of automated impella controller (aic) - controller failure (red alarm) and aic - pump stop has been completed. Aic - controller error (yellow alarm) was added as a failure mode. Console logs from the reported day of the event are consistent with the complaint. The case started on (B)(6) 2025 and on (B)(6) 2025 multiple epm reset messages was seen after which multiple "controller error (power battery manager (pbm) voltage out-of-spec) was triggered along with them multiple controller error (loss of (epm). Subsequently, impella stopped (mechanical/electrical issue) alarm was triggered on which the purge cassette was removed as well as shutdown was requested, however "shutdown requested by user but pump is connected" error was displayed. Additionally, further errors were logged, including "placement signal not reliable. Pump motor driver (pmd) has detected a pump speed deviation - alarm issued and "controller error (opm comm crc invalid) [optical pump connected]." After multiple requests for shutdown, a hard shutdown was ultimately initiated at 09:38:22 on 11th march 2025. Device analysis: the console was returned to field service for further investigation. A thorough visual inspection of the internal components was conducted, but no physical problems were found. The power supply from the pbm to the impellatronic pca and the 4-in-1 unit was stable. While test the aic the grey push button stopped working, and while investigating found that the 4in1 was messing up the communication with all subsystems within the aic, further looking into the real time logs, was able to see the some of the similar error messages as displayed during the case. Replacing the 4in1, aic worked as required and no issues were observed. Root cause: the root cause of the controller errors "loss of comm (epm) and pbm voltage out-of-spec" was most likely due to the defective 4in1 board. The root cause of the impella stopped "mechanical/electrical issue and pmd has detected a pump speed deviation" was also most likely due to the defective 4in1 board. There were no controller failure alarm was discovered during the case.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. The patient had been escalated from an impella cp to an impella 5.5 pump. The pump was successfully placed after some issues in gaining the left ventricle access. During support, there were multiple controller alarms which made the pump stop. The automated impella controller was replaced and there were no issues. Subsequently, the patient expired.

Manufacturer narrative:
The console was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.